Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The cause of the right force sensing resistors (fsr) being out of calibration could not be determined. In order to correct the condition, the fsr was replaced. The device was serviced and restored to a good working condition. If additional relevant information is received, a follow up report will be sent.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a right force sensing resistor (fsr) which was out of calibration. No additional information is available.